Event description:
It was reported that revision surgery was performed due to dislocation, damaged and fracture of the patella component.

Manufacturer narrative:
The associated genesis ii resurfacing patellar component was returned and evaluated. A lab analysis conducted during this investigation noted that the patella has cement remaining within the cement pocket. All three posterior pegs showed signs of plastic deformation. Minimal wear was noted on the articulating surface. No material or manufacturing deviations were observed during this investigation. A dimensional evaluation was attempted; damage/deformation at several features of the device would not allow for accurate measurement. Our investigation including a review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. A clinical analysis noted without the requested supporting clinical documents a thorough medical investigation cannot be rendered. Should new information become available in the future this complaint can be re-assessed.